Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the supply line of a homechoice cassette and supply bag. This occurred during prime of peritoneal dialysis therapy. The connection issue was further described as "connection that could not firmly attached". Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.